Event description:
It was observed during the device inspection, that the gastrointestinal videoscope had a foreign matter coming out from the air/water nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the following were found during the evaluation; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; adhesive on bending section cover or distal sheath rubber has a chip; foreign matter came out from the air/water nozzle.; and adhesive on bending section cover or distal sheath rubber has a clouded area. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5: the operator device should be "other" and ¿olympus¿. E1: the initial reporter¿s name and telephone number should remain blank, and the facility name should be ¿olympus¿. G2: the user facility was inadvertently marked in the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be definitively determined what the foreign material was. Based on the shape of the foreign material remaining in the air/water nozzle, it was determined possible that the material was most likely derived from fibers used in gauze and towels. It is assumed that fibers from gauze or towels used for reprocessing accidentally entered the air/water channel, causing a blockage in the nozzle. Based on this, it is thought that the foreign material came from objects in the facility environment, but due to the wide variety of materials used, it was not possible to determine the origin of the material. There was no damage to the area where the foreign material was detected. Additionally, the reprocessing was conducted in accordance with instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The legal manufacturer reviewed the customer-provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use:  the instruction manual gif-h190n operation manual chapter 3: "3.8 inspection of the endoscopic system" describes how to detect for the suggested events. Olympus will continue to monitor field performance for this device.